Event description:
This device was replaced due to eri. It should be noted that the original IV lead was placed in a poor position which resulted in high thresholds (6 v@2.0ms). This is suspected to have drained the battery. There were no adverse pt events reported. The hospital retained the device. Should additional information become available, this report will be updated.